Event description:
It was reported through a case report that the tip of an asahi ultimatebros 3 guide wire had fractured in patient anatomy. Publication: clinical case reports, 2026; 14:e71167 title: successful management of coronary guidewire fracture using intravascular ultrasound-guided stent jailing technique during retrograde chronic total occlusion recanalization. Excerpt: 2 / case history and examination a 65-year- old man came to our hospital with a 2-year history of chest distress. He had a medical history of stent implantation in the left anterior descending (lad) and the left circumflex (lcx) artery. Right coronary artery (rca) cto recanalization was attempted because of progressive chest distress in the past 3 months. The 12-lead electrocardiogram showed normal sinus rhythm with t wave inversion in the I, avl, and v1-v4 leads. The echocardiogram revealed reduced left ventricular systolic function with an ejection fraction of 40% and a regional wall motion abnormality of the posterior septal wall, apical, and left ventricular anterior wall. Cardiac enzyme levels were within the normal range. The coronary computed tomography angiography (cta) revealed calcification at the entry of occlusion and the length of the occlusion > 20 mm. Coronary angiography showed complete occlusion of rca with blunt entry, bending > 45 degree. The lad and lcx supplied tortuous and poorly developed collateral branches to the rca. The j-cto score was 4 points (calcification, blunt entry, bending > 45 degree, and occlusion length > 20 mm). 3 / treatment given the patient's high j-cto score (4 points), we opted for an initial retrograde approach to recanalize the cto lesion. The approach sites were both the radial arteries. We selected the 6f short amplatz left (sal) 1.0 (medtronic intecc) for the antegrade-guiding catheter and the 7f extra back up (ebu) 3.5 (medtronic intecc) for the retrograde-guiding catheter. In view of the suboptimal retrograde channel, a corsair pro microcatheter (asahi intecc) was positioned at the proximal portion of the collateral channel to serve as a channel dilator and provide exceptional channel tracking as well as retrograde guidewire control. We initially selected the polymer-jacketed sion guidewire (asahi intecc) for retrograde crossing. However, the guidewire failed to be advanced through the collateral branch to the distal rca. We reassessed the distal path through selective injections from the microcatheter after several unsuccessful attempts at collateral channel surfing. The selective injections revealed extreme tortuosity of the septal collateral, necessitating escalating the guidewire to a softer guidewire for improved trackability through the angulated segment. Finally, a suoh 03 guidewire (asahi intecc) passed through the tortuous channel with an acute angle. The microcatheter was then advanced and the guidewire was exchanged for a tapered tip fielder xt-a guidewire (asahi intecc) for transversing the occlusion, but it failed to pierce through the occlusion. It was decided to escalate the guidewire to a non-polymer coated intermediate tip-load ultimate bro 3 (ub3) guidewire (asahi intecc) to enable active control, penetration power, and guidance within the occlusion, which can be advanced through the occlusion into the proximal rca under the support of the microcatheter. However, no tactile feedback was detected from the tip when we attempted to withdraw and rotate the wire to adjust its direction toward the antegrade wire. We tried to retract the guidewire but found it had fractured in the microcatheter. The tip of the retrieved guidewire was clean without the sign of unraveling. At this point, the antegrade approach was adopted to recanalize the occlusion. The fielder xt-a guidewire was initially attempted, but it failed to pass potentially because of the blunt entry stump. We then escalated the guidewire to the gaia ii to enhance penetration power. After several attempts, the wire finally pierced through the occlusion, but it failed to rendezvous with the retrograde guidewire. The fielder xt-a guidewire with higher lubricity and trackability was again attempted to pass through the occlusion under the retrograde guidewire guidance. A 2.0 mm balloon was progressively delivered and dilated from the distal to the proximal of the occlusion. We attempted the following methods to retrieve the fractured guidewire. First, intravascular ultrasound (ivus) was performed to locate the exact position and assess the tip of the fractured remnant. Ivus confirmed the tip of the ub3 guidewire was entrapped within the proximal calcified plaque but not in the false lumen, suggesting the potential for plaque traversal to re-enter the true lumen. Accordingly, we tried to advance the fielder xt-r guidewire (asahi intecc) within the retrograde microcatheter to push the fractured remnant into the true lumen for aortic sinus snaring, but it failed because of the high resistance. In addition, we also tried to retract the microcatheter with negative pressure to enhance the withdrawal force, but the fractured guidewire can only be partially retracted. Finally, in view of the patient's stable clinical symptoms and the feasibility of conservative management of fractured remnants reported by previous cases, we decided to withdraw the retrograde microcatheter, leaving the fractured guidewire in situ. The remnant was fixed to the vessel wall by the overlapping stents implantation (2.25*32 mm and 2.5*33 mm). 4 / outcome and post-operative follow-up the final angiographic results were good and no damage to the collateral channel was observed. Repeated echocardiograms demonstrated no sign of pericardial effusion. The patient remained on dual antiplatelet therapy with aspirin and ticagrelor after discharge. He has remained asymptomatic for angina after discharge. At 6-month follow-up, dual antiplatelet therapy was discontinued and switched to clopidogrel monotherapy due to the occurrence of gastrointestinal bleeding.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. As the information in this report was entirely based on literature, which did not provide such detailed device information as lot number or unique device identifier (UDI), no other information than the brand name could be obtained. Device evaluation could not be performed because the affected device was not returned. Lot history review of the reported ultimatebros 3 could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the literature information and referring to known similar events, it was presumed that stress generated with torque manipulation and/or wire removal might have been applied on the subject ultimatebros 3 guide wire while the guide wire was trapped due to anatomical and lesion conditions. Consequently, the guide wire was fractured. It was concluded that this event was not attributed to product quality. Additional treatment for removal of the wire fragment was considered an adverse patient effect. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation of the guide wire.